Event description:
It was reported that during use of this suture hook in a shoulder arthroscopy procedure, the tip broke off in the patient's joint. The tip was easily retrieved and another suture hook was used to complete the surgery. There was no injury or surgical delay associated with this event.

Manufacturer narrative:
Investigation findings: the instrument was received for evaluation without the detached tip and the reported problem was confirmed. Examination of this instrument noted the needle detached at the weld and that the outer tube was bent. An investigation is in process for this failure mode. Conmed linvatec will continue to monitor this product for failures.